Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the hub on the catheter indicates 7mm x 18mm x 80cm. No kinks or bends were observed on the stent. The stent was received fully expanded and measured approximately 18mm in length. Per the reported event details, the stent did dislodge proximally onto the catheter and did not totally detach from the balloon. Based on the condition of the returned sample (i.e. No bent struts present), it is likely that the balloon dislodged during insertion through the hub of the introducer sheath. It is unknown whether the user expanded and removed the stent from the balloon after the procedure was completed, as a complete stent detachment was not reported. No anomalies were noted to the stent. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. The balloon had been previously inflated. No other anomalies were noted. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The complaint investigation is inconclusive for dislodged/dislocated, as the stent was returned completely separate from the catheter and fully expanded. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the (B)(4) instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported while advancing a balloon expandable stent through the introducer sheath, some resistance was felt and the stent allegedly dislodged from the pta balloon. The health care provider reported that the device was advanced to the lesion site and the balloon was inflated to deploy the stent. The hcp further reported that the balloon was then deflated and there was no stent in place. The balloon catheter was reportedly removed without issue and the stent was allegedly located on the proximal catheter. The hcp reported that the access site was closed and the procedure was rescheduled for another day due to lack of a suitable replacement in stock. There was no known impact or consequence to the patient.